Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead correction: g4 previously missing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they talked over the phone to set up appointment to give tutorial in person of how to charge unit. Patient has been in rehab facility. Clinician did facetime session with patient to help instruct charging, but face to face meeting is needed. After holidays, clinician will call patient. Per update in talking to doctor- when patient was admitted to ER, doctor reported that the ER doctor informed him that the patient¿s MRI was clear and nothing abnormal from procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# unknown product type programmer, patient product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 05-oct-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jun-2027, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain, pain at the ins site and walking difficulty/immobility/loss of balance/unable to get out of bed.  There was leg numbness. After implant procedure, patient was put into the bay to wake up. Clinical specialist waited until the doctor said it was ok for her to leave. After clinical specialist left patient reported pain and numbness of legs. Clinical specialist had already left at this point. Clinical specialist received text from on-call doctor for account at 9 o¿clock at night. Dr texted that patient was admitted to ER. Clinical specialist asked for contact information of emergency room doctor. Clinical specialist contacted emergency room doctor and instructed dr.  How to put the device in MRI mode. Clinical specialist gave ER doctor technical support number to call if there were any questions regarding MRI. Clinical specialist told ER doctor to call or text if there was anything that they needed. Clinical specialist has not yet talk to dr. From procedure. Play for specialist is unaware of following results at this moment. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. On (B)(6) 2023, additional information was received from a healthcare provider (hcp) reporting after implant patient (pt) experienced back pain that caused him to be admitted to the hospital. Pt has since had an mdt rep come and turn stimulation on and pair the controller so that the ins could be placed into MRI mode if needed, but unsure when this was. Caller reports that they charged the controller and the ins but now the controller screen will not unlock and connect to the ins. The caller was not with the patient. So further troubleshooting was not available. Caller reports they will get the pt's components, bring them to the pt, and call technical services (ts) back for further assistance. Caller called back and reports that after removing the battery pack and resetting the pt controller it was able to connect and display MRI mode.